Event description:
The consumer was sitting on a bed while the tech was changing a module nearby. When the work was completed, the chair was turned on and allegedly went "hectic", hitting the consumer's leg, resulting in deep cuts requiring hospitalization.

Manufacturer narrative:
The consumer was sitting near a service tech as they were replacing a component on the user's chair. After replacing the component, the tech powered the chair on and the chair experienced unintended movement impacting the user's leg, resulting in medical intervention. Nature of complaint suggests a service error. MDR filed based on alleged serious injury.